Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, fse instructed the customer to lubricate the main arm z-axis and run the instrument. The error messages had resolved. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 10-mar-2018 through aware date 10-apr-2019. There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [(B)(4)] main arm z-axis home overrun cause : the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. [(B)(4)] main arm y-axis home detection failure cause : the home sensor failed to activate after the main arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was the main arm z-axis required lubrication.

Event description:
A customer reported noise at the main arm z-axis and getting error message 4211 y-axis home detection failure with the aia-2000 instrument. The customer stated that there was nothing obstructing the arm and tried an all set home, but the error did not resolve. Technical support (ts) instructed the customer to power the instrument off and on and the instrument powered up without any errors. However, after performing a daily check, the customer reported getting a 4223 main arm z-axis home overrun error message. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth), beta human chorionic gonadotropin (bhcg), and prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.